Event description:
It was reported that the pump alarmed and squirted insulin during the manual prime. Advised the caller that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms were noted. The pump had a scratched window display and cracks on the display window corner and reservoir tube. The pump also had a missing end cap sticker.